Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, (B)(6) reported the cns-6801a (pu-681ra sn: (B)(6) had no volume/sound. The bsm's monitored by the cns were alarming but there was no sound from the cns. The customer confirmed there was visual alarm via cns alarm indicator light. Investigation summary: the root cause of the issue [no sound on the pu-621ra] is determined to be use error in improper connection of the sound cable. No pattern of sound related issues was found for the unit sn (B)(6) or for the user facility (first american comm bancorp). The cns was operating per specifications and there is no suspicion of cns malfunction or deficiency. No risk assessment is conducted as the reported issue does not involve a non-conformance. The following fields are not applicable (na) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 additional device information: d11 & c2 concomitant medical devices: the following devices were used in conjunction with the cns and were not the devices that experienced the failure. Bsm's - model #: ni sn #: ni approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni unique identifier (UDI) #: ni additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes h10. Additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) is not audible alarming.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) has no sound. The customer also reported that all alarms were being captured, but no sound was occurring. After initial troubleshooting, the customer found that the alarm indicator cable was disconnected from the cns. Once the cable was plugged back into the cns audio port, the sound was restored. There was no malfunction of the device. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) is not audible alarming.